Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusions. The customer's blood glucose (bg) level ranged from 288-400 mg/dl. Insulin injections were administered to address the bg level. In the past when the customer was dehydrated, the customer's spouse who is an emergency technician would start an IV. The cause of the past occlusions could not be determined. The customer stated that the occlusions were thought to be within the cartridge. As the customer had changed the pump supplies prior to contacting tandem technical support, a cause of the current occlusion could not be determined.

Event description:
The customer additionally reported that due to the ongoing occlusions, the customer "does not want to continue using the pump any longer because she feels that it is a danger to her life."